Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The nurse practitioner reported that the patient was seen in the office yesterday and it was found that the patient had high impedance during diagnostic testing. The last time the patient was seen in the office was (B)(6) 2013, but diagnostics were not run at that time. The diagnostics showed a low output with high impedance over 10,000 ohms. The patient is very active, which could have been a contributing factor. The vns device was not programmed off, because the patient was doing so well. X-rays were taken. The x-rays were sent to the manufacturer for review. The generator was seen in the left chest. The filter feedthru wires were intact. The connector pin inside the connector block is completely inserted. The lead wire was intact at the location of the connector pin. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. The electrode placement appeared to be normal. There appeared to be a strain relief bend. There was a single tie-down present to secure the strain relief bend. Attempts are underway for additional information; however, no other information has been provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury. Date of event, corrected data: review of new data shows that the previously submitted event date is inaccurate. This report is being submitted to correct this data. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
The patient underwent full revision on (B)(6) 2014 due to a lead discontinuity. The explanted lead and generator were returned on 03/07/2014 and underwent analysis. During analysis, the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was 2.817 volts as received. Internal data revealed that 52.412% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Review of decoder data showed that the impedance changed from 2273 ohms to 11540 ohms on (B)(6) 2013. The lead assembly was returned for analysis due to a "high impedance" allegation. The reported "high impedance" allegation was not verified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.